Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 10/2023).

Event description:
It was reported that during an angioplasty procedure, the device was allegedly difficult to remove and reinsert. It was further reported that another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one ultrascore 014 pta dilatation catheter was returned for evaluation. The scoring wire of the balloon is noted to bend near its distal end. There were no other anomalies noted during the visual evaluation. During the functional testing, the guide wire lumen was flushed. Furthermore, the in-house guide wire was unable to be inserted into the catheter. Under microscopic observation, the inner guide wire lumen was noted to be bunched. As the scoring wire was bent, neither the functional testing for sheath insertion nor the removal couldn't be performed. Therefore, the investigation for the reported introducer sheath insertion failure into the catheter and introducer sheath removal failure from the catheter remains inconclusive as the functional testing couldn¿t be performed due to the condition of the device. The investigation for the reported guide wire removal failure from the catheter was also inconclusive as the guide wire was not able to be inserted during the functional testing. However, the investigation is confirmed for the identified guide wire insertion failure into the catheter as during the functional testing of the returned device, the in-house guide wire was unable to be inserted into the catheter due to the bunching of the inner guide wire lumen. The investigation is also confirmed for the identified inner guide wire lumen bunching as this anomaly was noted during the microscopic observation, which also caused the in-house guide wire insertion failure. A definitive root cause for the reported introducer sheath insertion failure into the catheter , introducer sheath removal failure from the catheter, reported guide wire removal failure from the catheter, identified guide wire insertion into the catheter and identified inner guide wire lumen bunching could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 10/2023), g3, h6 (device). H11: h6 (method, result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the device was allegedly difficult to remove from the sheath. It was further reported that the device was allegedly difficult to reinsert into the sheath. The procedure was completed using another device. There was no reported patient injury.